Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative at our (B)(4) regional office that the gas outlet port of an rd900aeu neopuff infant resuscitator had broken off. The damage as reported was detected prior to pt connection. No pt consequence occurred.

Manufacturer narrative:
(B)(4). The complaint neopuff is currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will submit our findings in a follow-up report at the conclusion of our investigation.